Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, mild paravalvular leak (pvl) was noted. Post-implant balloon valvuloplasty (post-bav) was performed using a 21, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient is currently hospitalized and subsequently discharged.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, mild paravalvular leak (pvl) was noted. Post-implant balloon valvuloplasty (post-bav) was performed using a 21, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient is currently hospitalized and subsequently discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that procedural circumstances (implant depth) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.